Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 9 unopened pouches and 1 opened. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The thread on the open sample received is broken in pieces. The thread has been degraded by hydrolysis. After checking the aluminum foil of this open sample, it is noticed that there is a hole in the aluminum pouch due to the inner support card being displaced. Tightness test to the closed samples received has been performed and the units are tight. The closed units have been opened and the sutures are in good condition, threads are not degraded. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Taking into account that no other customer complaints have been received for this code batch regarding this issue, this is consider an isolated and accidental unit, the rest of the batch is correct. Final conclusion: complaint is justified. The results of the open sample received does not fulfill the OEM requirements. Corrective/preventive actions: there is an improvement project open on site to determine root cause and actions to avoid this defect.

Event description:
Country of complaint: malaysia. It has been reported that during an elective avf procedure, when the surgeon requested suture for skin closure, the nurse opened the package and discovered the suture had disintegrated. It was unable to be used. Another suture was opened, same item number, and was able to be used.